Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The instrument was received with the energy button detached and not returned with the instrument. It is likely that the button was dislodged during transit. In addition, the I-blade was fractured and slightly lifted and the jaw was detached and not returned. A test button was reattached to the instrument but because the I-blade was damaged not all functional testing could be performed with the generator. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Although no conclusion could be reached as to how the button detached from the instrument, it should be noted that our manufacturing process verifies the presence and functionality of the instrument prior to shipping.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device was being used as indicated and instructed, when the handle was squeezed to advance the knife, the I-blade derailed and jammed, instrument broke. Procedure completed with same/like device. There was no adverse consequence to the patient.